Manufacturer narrative:
Physio-control failure analysis center further evaluated the replaced power pcb assembly and determined that the cause of the reported issue was due to an electrically open diode, designator cr20, on the power pcb assembly. This prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.